Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary the product packaging with the free moving endoanchor was not provided for evaluation. The applier shaft was kinked at the strain relief. Visual inspection confirmed there was no endoanchor loaded in the applier. The handle was opened, and no fluid or blood was observed within the handle. No corrosion was observed to the circuit board or connector pins. All wires and connectors within the handle appeared to be intact and properly connected. The battery was removed and measured 9.52v. The battery was reattached, and the unit powered up with the blue error flashing, the forward light unresponsive and the back light on. The eprom was read and presented the following codes (locn x code): oax09 brown-out tripped, 0bx00 power on, 0cx00 no error, 00x00 power on. The device was restarted in factory mode with the blue error light on, forward light on, back light flashing. An endoanchor was loaded and deployed with no abnormalities noted therefore the applier functionally was confirmed. The cassette returned with the ten (10) ports intact. Two endoanchors were used in testing appliers. On opening the cassette seven endoanchors were present. Six (6) endoanchors were seated in the silicone insert and one (1) was moving freely within the cassette. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was implanted for the treatment of a type ia endoleak in a non mdt (cook) stent graft system. It was reported during the index procedure when the inner packaging of the applier was opened a free floating endoanchor was found inside. On observation none of the puncture holes of the cassette appeared to be punctured. The applier was then turned on but it failed to start. The reverse button was held down for boot up to be performed however after holding for approximately 6-7seconds the applier started but the blue light began flashing. A replacement applier and cassette were used to complete the procedure. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.